Event description:
The customer reported a significant decrease in the pump's battery life, noting that the pump previously held a charge for multiple days but now required daily charging. On some occasions, the battery ran out unexpectedly, causing the pump to shut off completely. There was no adverse impact to the customer's blood glucose level. The customer preferred not to pursue further troubleshooting regarding the issue, leaving no additional information about the outcome of the event.